Manufacturer narrative:
An internal corrective action has been created to address the root cause of this late report. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an asian female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 475cc gel breast prosthesis that ruptured post implantation. Rupture of the patient¿s right breast prosthesis was diagnosed via MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 01-may-2023, mentor received additional information about the event. It was reported that the patient did not experience any adverse event and there was no defect with the device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 25-jan-2023, mentor received additional information about the event. It was previously reported that rupture of the patient¿s right breast prosthesis was diagnosed via MRI. Additional information received states that the device did not rupture. Block b1 ¿is product problem¿ no longer applies to this report nor does h6 medical device problem code material rupture (a0412). Manufacturer¿s reference number: (B)(4).